Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2012, 2 non-abbott stents and a 2.5-23mm xience v were successfully implanted in the right posterior descending to mid right coronary artery. In (B)(6) 2012, the patient experienced peripheral arterial disease symptoms in the lower left leg. The area was stented, but complications occurred and the leg was amputated on (B)(6) 2012. No coronary symptoms were noted during follow-up visits in 2014 and 2015; however, on (B)(6) 2015, the patient died while hospitalized. The cause of death is unknown. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent systems (eecss) instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.